Event description:
It was reported that on two of the patients post op visits the surgeon has noticed screws backing out of the anchor c construct.

Manufacturer narrative:
Method: device history review; results: detailed information about the patient is not known. It was also reported that the surgeon believes the patient might have been moving their neck more than suggested after the operation. According to the anchor c IFU the following may contribute to device loosening: healing is delayed, inadequate initial fixation, latent infection, premature loading, trauma, infection, biological complications or mechanical problems. The lot # of the device is unknown so a review of the manufacturing records could not be performed. Conclusion: there are multiple factors that might contribute to implant migration. Without further information about the patient activity and the original surgery a plausible root cause cannot be identified at this time.

Event description:
It was reported that on two of the patients post op visits the surgeon has noticed screws backing out of the anchor c construct.